Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history wasn't provided. It was reported that the patient wasn't getting therapy. A catheter revision was performed on the pump connector. The hcp wanted the pump connector analyzed to see if it was working properly. The patient's status at the time of the report was noted as alive with no injury and it was noted that the issue had resolved at the time of the report. Follow-up has been requested for additional drug information (including baclofen type, concentration, daily dose, lot number, and therapy start and stop dates), and the cause of the lack of therapy. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
Analysis results revealed a non-significant anomaly: there was a tear in the seal near the guide ring at the sutureless connector. Result code no longer applies; result codes have been updated, conclusion code no longer applies to this event; the conclusion code has been updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional indicated that the pump was delivering baclofen with a concentration of 2000 mcg/ml at a dose of 144.9 mcg/day; the therapy start date was noted as (B)(6) 2015 and therapy was noted as ongoing. The cause of the lack of therapy was reported as cerebrospinal fluid (csf) leak from the connection between the pump and the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.